Manufacturer narrative:
The device was received and visually inspected. The device was normal and as expected. There was no indication of a deviation from the mechanical specification. A review of the biotronik complaint database did not reveal any changes regarding thetrend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.

Event description:
Patient was experiencing pain and swelling in her left arm, which she attributed to the device. Physician is unsure of whether the device directly caused these effects, and initially suggested waiting before moving forward with explant, as well as some alternative treatment options, such as compression or venoplasty. Patient specifically requested the explant and replacement of the device. Physician noted device migration. Should additional information be received, this file will be updated.